Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the leads near the cervical anchors had worn through to the surface due to the patients thin skin and formation of a tension loop. The physician confirmed that the issue was not device related and that nothing happened that could precipitate infection. The cervical leads were explanted and the exposed area was debrided and irrigated. The patient was placed on antibiotics and was doing well postoperatively. The explanted devices were discarded.